Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. No additional adverse patient effects were reported. The ra lead was explanted.